Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a ra lead revision. During the revision when the physician decided to extract the rv lead it was noted that rv lead had a suture sleeve on the svc pin and there was damage under that. The lead was extracted. The patient is doing well and will continue to be monitored.